Manufacturer narrative:
The cycler was not returned to the manufacturer for physical evaluation or repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following investigation and evaluation from the plant.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis in (B)(6) 2015 due to breach in aseptic technique. Patient was not hospitalized and was treated with vancomycin. Culture results showed (B)(6). Medical records have been requested.